Event description:
Medtronic rec'd information that the same customer had experienced high pressures with this model oxygenator on five different occasions. Exact event date, serial number and lot number has not been provided. Additional information is pending. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Evaluation: method: device history could not be reviewed. Results: device history could not be reviewed. No lot/serial number provided and no product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product has been returned for analysis and no lot or serial number was provided to pull the device history review. Further information has been requested. Conclusion: based on the limited information available at this time, no conclusion can be drawn at this time. Should additional information be provided a supplemental report will be filed.